Event description:
This complaint was also returned. It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips were closing distaly and not proximally and after removing applier, there was not enough hemostasis. There was some bleeding but it was managed. Another applier was used to complete the case.